Manufacturer narrative:
(B)(4). The esheath was returned to edwards lifesciences for evaluation. The sheath was returned with an introducer fully inserted. Visual inspection of the esheath revealed that the sheath was fully expanded as designed. No damage to the disc valve through the housing was observed. No damage on the sheath housing was observed. Pre-decontamination, the sheath was flushed without a guidewire and leakage was observed. A guidewire was than inserted and the sheath was flushed. Leakage was again observed. The introducer was reinserted into the sheath and minimal resistance was observed. The device was then decontaminated. Post-decontamination, the sheath was flushed. No leakage was observed. The sheath was flushed again with a guidewire and no leakage was observed. The sheath was then flushed with ¿manipulation¿ of the guidewire and ¿slight¿ leakage was observed. The observed leakage was within product specifications. Following the completion of the functional testing, the sheath housing was disassembled and the valve seals were visually inspected. A ¿small¿ tear on the distal side of the cross slit valve was observed. No other abnormalities were observed on the proximal side of the cross slit valve or on the disc and duckbill valves. Dimensional analysis was not performed. Review of the relevant work orders did not reveal any issues that could have contributed to the reported event. During the manufacturing process, each valve undergoes 100% inspection for mechanical damage (holes, tears, breaks, etc). The esheath final assembly also undergoes 100% manufacturing and quality inspection for cleanliness and the sheath housing and hemostasis valves are inspected to ensure they are free of damage. The completed sheaths are inspected on a sampling plan during product verification testing. All samples passed the testing with no leakage observed. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath housing hemostasis valve leakage was able to be confirmed based on the functional testing of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. Although a manufacturing issue was not confirmed as the root cause, awareness training was performed. In this case, a definite root cause of the event could not be determined. Possible device damage during the device manufacturing assembly or procedural factors (device handling/usage, device manipulation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for did not reveal that occurrence rate exceeds the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The esheath was returned to edwards lifesciences for evaluation. The sheath was returned with an introducer fully inserted. Visual inspection of the esheath revealed that the sheath was fully expanded as designed. No damage to the cross slit valve through the housing was observed. No damage on the sheath housing was observed. Pre-decontamination, the sheath was flushed without a guidewire and leakage was observed. A guidewire was than inserted and the sheath was flushed. Leakage was again observed. The introducer was reinserted into the sheath and minimal resistance was observed. The device was then decontaminated. Post-decontamination, the sheath was flushed. No leakage was observed. The sheath was flushed again with a guidewire and no leakage was observed. The sheath was then flushed with ¿manipulation¿ of the guidewire and ¿slight¿ leakage was observed. The observed leakage was within product specifications. Following the completion of the functional testing, the sheath housing was disassembled and the valve seals were visually inspected. A ¿small¿ tear on the distal side of the cross slit valve was observed. No other abnormalities were observed on the proximal side of the cross slit valve or on the disc and duckbill valves. Dimensional analysis was not performed. Review of the relevant work orders did not reveal any issues that could have contributed to the reported event. During the manufacturing process, each valve undergoes 100% inspection for mechanical damage (holes, tears, breaks, etc). The esheath final assembly also undergoes 100% manufacturing and quality inspection for cleanliness and the sheath housing and hemostasis valves are inspected to ensure they are free of damage. The completed sheaths are inspected on a sampling plan during product verification testing. All samples passed the testing with no leakage observed. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath housing hemostasis valve leakage was able to be confirmed based on the functional testing of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. Although a manufacturing issue was not confirmed as the root cause, awareness training was performed. In this case, a definite root cause of the event could not be determined. Possible device damage during the device manufacturing assembly or procedural factors (device handling/usage, device manipulation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for did not reveal that occurrence rate exceeds the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing, pending return of the affected device.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, more blood leakage than usual was observed coming from the 14 fr esheath valve. The leakage was noted right after inserting the device into the patient and when the guidewire was inserted into the esheath. There was no consequence to the patient and no treatment was required for the event.